Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The proximal aortic neck measured 21 mm in diameter at the renal artery and measured 1.8 cm in length. The proximal aortic neck had 25 degrees of angulation. The left side access vessel had a 90 degree curve. The right side access vessel had mild angulation. There was moderate vessel calcification. It was reported that approximately one month post index procedure a CT revealed a proximal type I endoleak. No additional clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the possible proximal type I endoleak could not be conclusively determined from the cta's provided. The films at implant were not provided. The pre- and post-implant cta's provided confirmed that the proximal aortic neck was heavily calcified. It is possible that implanting the stent graft in the heavily calcified proximal aortic neck may have contributed to the proximal type I endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.